Event description:
It was a reported that a patient was admitted to hospital and given an IV, the following day patient complained of arm pain. Upon removal of IV, a sonogram found that a partial catheter was present in the left cephalic vein.

Manufacturer narrative:
UDI and serial/lot number in section is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.